Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient claimed that her pump has powered off on its own 4 times in the last 2-3 days. The patient stated that the battery cap was intact and securely attached to the pump. The pump reportedly has not been exposed to moisture and does not have any physical damage or corrosion. There was no adverse event associated with this complaint.